Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed "no anomaly" and the following: "the returned ins serial number (B)(4) is functionally ok. The device has telemetry with the 8840 clinician programmer and the initial review (ir) shows programmed amplitude of 7 volts and 573 hours of use."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was replaced. About a week later it was reported that the device could not be read after the leads were hooked up during surgery. No attempt to interrogate the device prior to implant was performed. Four days later it was reported that the device that could not be read was replaced and the new device was implanted and programmed successfully.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.